Event description:
The iab was inserted into the pt on 1/21/97 and removed on 1/23/97. The iab did not malfunction. As a result of the event, the pt had a thrombosis and an ischemic complication. Event complications: thrombosis and ischemic complication - reported 1/28/97. Pt's current status: expired - rpt'd 1/28/97.